Event description:
Complainant alleged that the autopulse resuscitation system was used with good batteries, however, the device would not run or power on. Manufacturer has requested additional information, yet no additional details were able to be provided. Complainant did however, indicate that the crew informed him that there were two autopulse platforms that did not work properly; one will not power on and the other one maxed out at 15 minutes. No adverse patient sequelae was reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. During functional testing, the reported complaint could not be reproduced; the platform was powered on and off multiple times with no issues noted. The platform was run with a test battery for 15 minutes with the test manikin and 10 additional minutes with lrtf (large resuscitation test fixture) with no faults found. Based on the functional testing performed, the reported complaint could not be confirmed. Please see the following related MFR report: 1. #3003793491-2013-00896 for autopulse resuscitation system with sn (B)(4) (ccr 13582)